Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received motor error as well as motor position encoder error. Customer¿s blood glucose was 298 mg/dl. Customer stated that drive support cap appears normal (slightly indented). Troubleshoot was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm or motor position encoder error alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.